Manufacturer narrative:
An investigation has been initiated. Additional information and the return of the sample have been requested. When the investigation is complete a final report will be submitted.

Event description:
"Port part dislodged from catheter itself".

Manufacturer narrative:
Without sufficient information, or an evaluation of the device involved, we are unable to determine the cause or factors that may have contributed to this event.